Event description:
The customer stated he was hospitalized for low blood glucose readings. The reading prior to being hospitalized was 15 mg/dl. The customer stated he was experiencing high blood glucose levels prior to going low. The medical doctor felt that the insulin was stacking since the customer had been originally treating for high blood glucose readings using the insulin pump and manual injections. Troubleshooting also revealed that the programming was correct on the insulin pump. It was suggested that the customer might require further training on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.